Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure for the treatment of pelvic organ prolapse performed on (B)(6) 2023. During the procedure, after local anesthesia had been administered, the physician aborted the case due to a capio device malfunction. On the first suture throw, the cage did not catch the needle. Multiple attempts were made to reload the capio suture and refire, causing trauma to the ligament. As a result, the patient had bleeding and a hematoma. This event has been deemed reportable based on the investigation finding that the carrier failed to retract. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any damages, and the carrier appeared in good condition. During functional inspection, the carrier was able to move in and out of the cage, and the cage was able to catch the suture after deploying the carrier, therefore, the reported complaint "cage failure to catch needle" is not confirmed. Additionally, it was also noted that the carrier did not fully retract; therefore, an event was confirmed. The investigation concluded that the most probable cause for the patient events of hematoma and hemorrhage is known inherent risk of device which indicates that reported adverse events are known and documented in the labeling. With regard to the device cage not catching the suture, since it was not detected during the analysis, the as analyze code will be "no problem detected.". Regarding the observation the carrier would not fully retract into the head, an investigation to address this problem was initiated, but at this point the cause has not been established. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, cause not established is selected as the most probable cause for the complaint.